Event description:
It was reported that pump touchscreen was cracked and shattered, although customer still could interact with pump. No information was provided regarding impact to customer¿s blood glucose level. Customer continued using current pump and planned to rely on alternate method if necessary, while technical support arranged shipment of replacement pump.